Manufacturer narrative:
The device was returned for evaluation. A visual inspection of the returned light source found user applied labels and the back corner of the housing was cracked. Internal inspection found the heat extended mirror not in its holder and loose in the unit. Functional testing found the unit powered "on" and the attenuator operated properly. The unit over heats without the heat extended mirror in place and does not overheat with the mirror properly seated. Findings considered physical damage. The root cause is consistent with rough handling; user error. No manufacturing, workmanship, or material deficiency has been identified. Device identifier: (B)(4).

Event description:
N/a

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and supplemental medwatch report will be submitted upon completion of the investigation. (B)(4).

Event description:
A field engineer reported on behalf of the customer that the 00mlx mlx 300w xenon lightsource was overheating and there was a dark browning area around the wolf turret. The customer also smelled something burning coming out of the turret and something was loose inside the unit as well. Additional information received on 15jan2019 stating that the event occurred on (B)(6) 2018. The device was not in contact with patient and there was no alleged injury. A smoke was noted during the procedure and there was a five-minute surgery delay while a new unit was being brought into the room. The device was removed and tagged as a non use due to its problem.